Manufacturer narrative:
The investigation for the reported product damage has been completed. The impella device was returned for evaluation. Upon visual inspection, blood was found in the pump plug and a hole was found in catheter at mark 30. No other issues were found on the rest of the pump. Data logs were reviewed and did not reveal any pump function issues. Therefore, the root cause of blood in the red pump plug was due to a hole in catheter. The cause of the hole in catheter was use-related. The instructions for use states the following: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿

Event description:
The user facility reported that the impella 5.5 was placed without difficulty but upon three-point fixation, blood was noticed to be leaking from red impella plug. No current issues with impella flow, and the patient was hemodynamically stable. A decision was made to exchange the impella.

Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.